Event description:
I had routine mammogram. Radiologist said abnormal on right. Did ultrasound. Shows that right breast mentor gel implant inserted in 1996 is leaking and right axillary lymph nodes are full of gel. At the same time, I had begun experiencing severe autoimmune symptoms of muscle cramping/fasciculation, difficulty swallowing and decreased sound when speaking. I now see a rheumatologist and neurologist along with internist as primary. I have burning and swelling of right breast tissue radiating down my side to waist and into my back. Right breast is recently softer and smaller than left. (B)(6). Elevated 900's ck that no one can find a reason for attempting to find expert in explantation in my state of (B)(6) and perhaps someone who does detox. If anyone there can help or suggest who to see I would really appreciate it. No therapy. Attempting to find physician to do explantation.